Event description:
The customer observed falsely depressed architect prolactin results for a 45-year-old female patient. The following data was provided: architect prolactin: (reference range: 108.8 - 557.1 miu/l) initial result 280 miu/l; beckman: (reference range: 3.34 - 26.72 ng/ml), undiluted: >200 ng/ml (>4200 miu/l) 1:4 dilution: 280 ng/ml (5880 miu/l) 1:5 dilution: 269 ng/ml (5649 miu/l) 1:10 dilution: 225 ng/ml (4725 miu/l). The patient's MRI did not indicate pituitary lesions. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect prolactin results for a 45-year-old female patient. The following data was provided: architect prolactin: (reference range: 108.8 - 557.1 miu/l) initial result 280 miu/l; beckman: (reference range: 3.34 - 26.72 ng/ml), undiluted: >200 ng/ml (>4200 miu/l) 1:4 dilution: 280 ng/ml (5880 miu/l) 1:5 dilution: 269 ng/ml (5649 miu/l) 1:10 dilution: 225 ng/ml (4725 miu/l). The patient's MRI did not indicate pituitary lesions. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. Review of tracking and trending for the architect prolactin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63009ud01. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent was identified.